Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke when the surgeon pulled out the device from the trocar. The needle fell somewhere in surgical field (or on the floor). The surgeon and staff was not able to find this part of the needle but was sure it did not fell into the patient. In conlusion: it did not require at all a second surgery and an xray. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.